Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump emitted multiple alarms on pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 - product analysis: the device was returned and evaluated by product analysis on 10/02/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without alarms or issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.